Manufacturer narrative:
Manufacturer's investifation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. The hm3 lvas patient handbook is also currently available. Section 1 of the IFU lists hemolysis and pump thrombosis as adverse events that may be associated with the hm3 lvas. Section 6 also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Incidental finding: scratches were observed on the pump rotor during the evaluation of the returned device. A specific cause for this finding and a direct correlation to the reported events could not be conclusively established through this evaluation. Examination of the submitted photos confirmed the observed pledget, which was reported to be located on the rotor when heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) was explanted. Although an exact origin of the pledget could not be conclusively determined, it could have contributed to the patient¿s elevated ldh (lactate dehydrogenase) if it was present while the pump was running. Examination of the first two submitted photos confirmed the reported pledget. This foreign material was approximately 0.5¿ in length, and less than 0.25¿ in width. The pledget appeared similar in composition to the cotton/gauze on which it was placed to take the photo; however, an exact origin of the pledget could not be conclusively determined through the submitted photos alone. The only photos where the pledget could be visualized were the first two photos, with the pledget already removed from the pump. The center reported that the pledget was found on top of the rotor in the inflow. The remainder of the submitted photos appeared unremarkable. (B)(6) was returned assembled with the pump cable severed approximately 5.25¿ from the pump housing and the distal end of the pump cable was also returned. The modular cable was not returned. The sealed outflow graft was cut approximately 1.5¿ from its hardware and returned attached to the pump outflow. Approximately 5¿ of additional outflow graft material was returned. The sealed outflow graft bend relief was returned detached. The apical cuff was not returned. The cuff lock was returned intact. The observed pledget was not returned for evaluation. It was reported that the surgeon adjusted the vad (ventricular assist device) orientation on (B)(6) 2021 to eliminate a bend in the bend relief. Examination of the returned device revealed a slight bend in the outflow graft bend relief near its hardware; however, this did not appear to significantly impact the flow of blood as evidenced by the lack of depositions on the blood-contacting surfaces of the device, as well as the lack of low flow alarms in the submitted log files. Furthermore, the returned portions of outflow graft material appeared free of kinks or damage. The original report of a bend in the outflow graft bend relief could not be confirmed through this evaluation. No foreign material, depositions, or thrombus formations were observed during the examination of (B)(6) blood-contacting surfaces. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient's lactate dehydrogenase (ldh) was at 1500 u/l. The site stated that they would further assess the patient clinically to rule out infection. On (B)(6) 2021 the patient's ldh increased to 1900 u/l. The patient was taken to the or for exploration. The surgeon created full sternotomy. He adjusted vad orientation while attached to the apical cuff to eliminate bend in the bend relief. He also extended into the pleural space to create more room to decrease chances of compression of vad into the left ventricle. The vad parameters post operation were found to be 3.6 liters per minute (lpm), 5600 rotations per minute (rpm), 4.0pi, and 4.0 watts. On (B)(6) 2021 due to continued elevated ldh and clinical deterioration the patient was taken back to the operating room for a heartmate 3 to heartmate 3 pump exchange. The surgeon replaced all of the outflow graft and replaced the pump, and the original apical cuff remained. The surgeon found a pledget on top of the rotor in the inflow. After the pump exchange the patient was stable. The pump will be sent back for evaluation.